Event description:
During review of the programming history available to the manufacturer, it was noted that the initial interrogation of the patient's vns on (B)(6) 2006 showed settings indicative that a faulted diagnostics test had occurred. The patient's prior visit was on (B)(6) 2006 and the settings were as intended. A final interrogation was not performed at that visit. The settings were corrected upon discovery. No adverse events have been reported as a result of the unintended change in settings.

Manufacturer narrative:
Analysis of programming history.